Manufacturer narrative:
(B)(4). Upon further review of the event, it was found the device's black button locked/seized resulting in the device to not be able to be deployed. This malfunction did not cause or contribute to a serious injury and has not in the past; therefore, it would not be considered a reportable event. The previous report(s) should be voided.

Event description:
Upon further review of the event, it was found the device's black button locked/seized resulting in the device to not be able to be deployed. This malfunction did not cause or contribute to a serious injury and has not in the past; therefore, it would not be considered a reportable event. The previous report(s) should be voided.

Event description:
It was reported that the black button of the device is not working properly. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: poland h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : not returned.